Event description:
I started experiencing burning and horrible stabbing pain in both feet and up my legs. I was diagnosed with periphery neuropathy in 2004. Because the dr's called it idiopathic - and there were no test to determine cause at that time. I have since learned of the blood tests for zinc and copper. High zinc may be the cause. Neuropathy is extremely painful and a permanent condition. I will be on pain killers for the rest of my life. Dose: denture cream. Frequency: twice daily. Route: oral. Dates of use: apx 1994 - 2009. Diagnosis: denture adhesive. Event abated after use stopped: no.